Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure. A stiffness test was performed and the lead was found to be within specification.

Event description:
It was reported that perforation was suspected. After lead repositioning was unsuccessful, lead was explanted and replaced. Patient condition after the event was good. There were no complications caused by the perforation.